Manufacturer narrative:
H.6. Investigation: two (2) samples and one (1) photo were received from the customer for investigation. The two (2) samples were visually examined using unaided vision and it was observed that both the samples had part of the rack used in production broken off in the hubs. One (1) photo was also provided by the customer for investigation. The photo shows one (1) needle hub assembly. There is a dark piece of foreign matter visible in the needle hub. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, based on visual analysis of the returned samples it appears that the returned samples had part of the racks used in the production process broken off in the needle hubs during production. Bd acknowledges that the two (2) returned samples provided by the customer have needle hubs which have part of the racks used in the production of these needle hub assemblies. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Event description:
It has been reported that the needle ns 23ga 1-1/2in flt grd has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: something connect in the needle hub. Defect detected during preparation for use in the process.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle ns 23ga 1-1/2in flt grd has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: something connect in the needle hub. Defect detected during preparation for use in the process.